Manufacturer narrative:
Pre-analytical sample handling information was not provided. Qc run in the evening of in 2007 had one flier, as did the run performed in the morning of the next day. A precision run was performed on original date, and they obtained one "suppressed-initial rate low" flag, and one flier. Based on available information, there were no known issues with any of the affected samples. A field service engineer (fse) was dispatched to the customer's lab on six days after the original date: a) the fse replaced glu stirrer motor which resolved the issue. No additional information regarding this event was provided. Hardware was replaced by the fse; however, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect glucose (glu) results that were generated by the unicel dxc 800 pro synchron clinical systems for multiple patient samples. The customer indicated that incorrect glu results were reported for 14 patients samples in 2007. The examples of the initial glu results were: 133.3mg/dl, 142.4mg/dl, 189.2mg/dl, 36.0mg/dl, and 308.1mg/dl. The original samples were re-tested on a different instrument and the repeated results were in a different clinical range: 75.7mg/dl, 70.1mg/dl, 80.0mg/dl, 90.3mg/dl, and 119.1mg/dl. Unknown if treatment was initiated or withheld due to these results.